Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while interacting with the touch screen, the pump annunciated a different tone than expected despite volume settings remaining unchanged. Blood glucose level was 320mg/dl. Reportedly the customer continued to use the pump for insulin therapy.